Manufacturer narrative:
Analysis found that only the distal end of the lead was received. External insulation abrasion was noted at 3.5 cm to 5.2 cm and 26.0 cm to 26.3 cm from the distal tip consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of atrial lead noise and low lead impedance.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014 the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the right atrial lead exhibited inappropriate mode switch episodes due to noise over-sensing, which was present since august 2020, and low pacing impedance. The lead was explanted and replaced. There were no patient consequences.